Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a scd compression pump. Customer reports that a medical patient who was wearing the scd express pump and sleeves developed deep tissue bruising unilaterally.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.